Event description:
It was reported when using the bd luer-lok¿ access device (male luer) there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood leaked from the grey rubber plug when connecting the extension tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood leaked from the grey rubber plug when connecting the extension tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-04. H6: investigation summary: update august 04, 2022. The actual sample was received at the manufacturing site. One (1) sample was received in a plastic bag identified as hazard. The sample was taken to the bd juncos lab and it was evaluated under a biological safety cabinet. During the evaluation it was observed remnants of blood inside the device hub and it was confirmed that the grey rubber sleeve was ripped approximately in the middle area and covering the np cannula. Based on the information and the actual sample provided by the customer, the reported defect was confirmed. However, bd juncos was not able to observe the customer¿s indicated failure mode via testing of manufacturer retained samples and all in-process and final inspections were found to be within specification based on the device history record evaluation. An awareness was sent to the manufacturing team with complaint details on 04aug2022. Internal and customer incidents will continue to be monitored to determine if any future action will need to be taken. Bd was able to confirm the customer¿s indicated failure mode by photo and actual sample evaluation. However, retain samples were tested with acceptable results. Manufacturing record review: a review of the device history record was completed for material 364902000 batch # 1174276. Product was manufactured from 25jul2021 to 27jul2021 under production order 107473247. This lot was manufactured at chassis #6 (line c) and expires on 30jun2024. A total of 494,058 units were manufactured and 494,010 units were released to the market. One mechanical intervention was reported in chassis 5 during the gray rubber sleeve insertion to the cannula; the intervention was related to the station rejecting the assemblies. This situation was not directly related to the defect reported in this complaint. No non-conforming material were reported in this batch. Forty-eight (48) retain samples for material 36490200 batch # 1174276 were visually evaluated for damaged components as per vt50123. Twelve (12) retain samples were evaluated as per vt30151 for subassembly to holder leak test. Retain samples were torque tested, torque to unseat and torque to break, for this complaint. The leak test and torque tests are destructive test, therefore twenty four (24) of the forty eight (48) retain samples were tested. As per test results, zero units were found with defect. Results attached two photos were provided by the customer for this complaint. The actual sample was received at the manufacturing site. One (1) sample was received in a plastic bag identified as hazard. The sample was taken to the bd juncos lab and it was evaluated under a biological safety cabinet. During the evaluation it was observed remnants of blood inside the device hub and it was confirmed that the grey rubber sleeve was ripped approximately in the middle area and covering the np cannula.